Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and found that the x-ray system did not start up. Upon troubleshooting, the fse identified a software issue as the cause of the startup failure. To resolve the issue, the fse reloaded the software and calibrated the x-ray tube. After the software was reloaded and the x-ray tube was calibrated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.